Event description:
Pt underwent open reduction and internal fixation of a fracture of the left ulna utilizing a 1/3 tubular plate and screws. Approx 3 weeks afterwards, she complained of pain and an x-ray revealed a fracture of the plate, midpoint at one of the screw holes. This necessitated a return to surgery for removal of the plate and screws and open reduction internal fixation.